Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was alleged that the battery compartment and the battery were very hot and then the pump powered down. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the returned battery cap and a test cap attached securely to the pump. The black box history verified a power interruption at the time the overheating was reported on (B)(6) 2017 at 17:16 (reference (B)(4)). The pump was successfully run on a 24-hour basal program with no reboot occurrences. The investigators were unable to duplicate the complaint of intermittent power during testing. The pump was opened; no damage was observed to the power circuit and no moisture was observed internally.